Event description:
It was reported that the continuous cardiac output (cco) value was not accurate; the number varied greatly and did not come close to intermittent cardiac output (ico) bolus method and nbsp; after troubleshooting and waiting for numbers to stabilize, the cco numbers were still not indicative of the patient's condition and nbsp; after changing to a different vigileo monitor but using the same cable, the cco immediately became reflective of the patient's condition, which were different from the complaint monitor. And nbsp; no patient injury was reported.

Manufacturer narrative:
Evaluation summary: functional software and hardware tests were performed using the functional test fixture and yielded no problem found and nbsp; there was no physical damage observed on the monitor and nbsp; at the time of the event, the hospital called edwards technical support and was advised to wait for the numbers to stabilize and nbsp; it is not clear is sufficient time was allowed for stabilization; the hospital staff elected to stop troubleshooting and change the monitor and nbsp; the cco inaccurate reading may have been and nbsp; caused by the interface between the monitor and the 70cc2 patient cable; it may not have been properly secured and nbsp; no actions will be taken at this time.